Event description:
This catheter was being utilized for a diagnostic cardiology procedure. The catheter was placed, the guidewire was removed, and the catheter was filled with contrast medium. Resistance was felt during this process, leakage was noticed, and the catheter's curved area looked strange. A break in the tip area was noticed and an attempt was made to remove the catheter. As the catheter was withdrawn from the ostium and the arch, the catheter tip disappeared and flowed down into the left iliac artery where it lodged. The tip was retrieved by inserting a bigger introducer and using a gallbladder stone basket. There was no reported injury to the pt.